Manufacturer narrative:
Investigation summary: bd received (B)(4) samples from lot 7325514 in a sealed shelf box for evaluation. Our quality engineer inspected the samples and tested them for sustaining force. The lowest measured force was 9.15n and the highest was 10.45n. The acceptable product specification was less than 20n. All of the samples were found to be within specification and no corrective actions were deemed necessary. Based off of the testing the engineer was unable to verify the reported failure mode. This was the first reported case of difficult plunger movement for the reported lot. A review of the device history record was performed and found no quality issues identified during production. Investigation conclusion: there was no documentation of issues for the complaint of batch 7325514 during this production run. (B)(4) samples were received in a sealed shelf box, all were in the original sealed packaging flow wrap. The sample was tested for sustaining force. The lowest measured 9.15n and the highest 10.45n, the product specification is <20n; samples are within specification. Root cause description: samples received were within specification. (Product spec for sustaining force <20n).

Event description:
It was reported that the bd posiflush¿ syringe had difficult plunger movement. There was no report of exposure, injury, or medical intervention.